Event description:
It was reported that the patient experienced pleural effusion. Several hours after a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure using a faradrive sheath the patient had a large, right-sided pleural effusion. An unknown medical intervention was performed, and the patient was hospitalized. The condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.